Event description:
It is reported that during a rescue attempt the device indicated that no shock was advised. It is reported that the patient did not survive.

Manufacturer narrative:
A number of attempts were made to contact the end customer, however, the actual device involved has not been made available for evaluation. No conclusions can be made at this time. The investigation remains open.